Manufacturer narrative:
Additional info has been requested and if available, it will be submitted on the supplemental report.

Event description:
It was reported that, "surgeon was using curved osteotome. Stopped using during case because surgeon noticed tip of osteotome was chipped."